Event description:
It was reported that device diagnostics resulted in high impedance reading. It was reported that the patient will have surgical consult for a potential lead revision. It was also reported that the patient's weight has changed and she has noticed the device has moved over time. The patient was referred for x-ray. The patient was concerned that her lead looks like a "tangled mess". The patient reported that she no longer feels device stimulation. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.